Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the lead revision following dislodgement, caused the inner conductor coil to break. The identified break contributed to the reported clinical observation of poor impedances however, laboratory analysis did not identify any product abnormalities, that would have caused or contributed to lead dislodgement. It is important to note that if lead measurements were within normal ranges prior to the repositioning attempt, this indicates the identified break, likely occurred during helix extension/retraction at the time of the attempted repositioning.

Event description:
It was reported that during the one month post implant follow-up this lead was observed dislodged from the original implant location. The patient was taken for immediate lead repositioning, at which time favorable pacing impedances measurements and stimulation capture, were unable to be obtained. The physician elected to explant and replace the lead. The explanted lead was returned for laboratory analysis and another lead of same model type, was implanted without any additional adverse effects.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the one month post implant follow-up this lead was observed dislodged from the original implant location. The patient was taken for immediate lead repositioning, at which time favorable pacing impedances measurements and stimulation capture, were unable to be obtained. The physician elected to explant and replace the lead. The explanted lead is intended to be returned for laboratory analysis and another lead of same model type, was implanted without any additional adverse effects.